Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their pump rate was low and quality controls were out of range. Upon the ccc specialist's recommendations, the customer changed the x-tubing and adjusted the pump rate. The customer ran quality controls, which were still out of range. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and aligned the pump rate. The cse changed the sample diluent bottle and ran a dilution check, which was acceptable. The cse then ran a system check and quality controls, which were acceptable. The cause of the discordant na, cl and gluc results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), chloride (cl) and glucose (gluc) results were obtained on one patient sample on a dimension exl 200 instrument. The patient was admitted to the hospital and kept under observation. The sample was repeated several times on the same instrument, resulting different. The sample was also sent to an alternate laboratory for testing. The results obtained from alternate laboratory are unknown. It is unknown which results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant na, cl and gluc results.